Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for other chronic/intract pain (trunk/limbs). It was reported that when the patient tried to charge her implantable neurostimulator (ins) on the morning of the report, she received the power on reset (por) screen. The patient was walked through on how to clear the por code and then the issue resolved. There were no reports of medical or therapy issues and no patient symptoms reported. There were no further complications reported or anticipated.

Manufacturer narrative:
Other applicable components are: product ID: 37743, serial#: (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that when leaving (B)(6), the patient had trouble with the security. The security guard tried to take the patient¿s patient programmer (pp) out of their hand to put it through their scanner. The patient thought that buttons were pushed that caused the pp to get out of sync. It was noted that the patient now had a multi-language card to carry. There were no further complications reported or anticipated.